Event description:
The customer reported that a radiation shield broke into two pieces and there was no injury to the pt.

Manufacturer narrative:
(B)(4). The investigation revealed that the field service engineer (fse) replaced the radiation shield and the reported issue was solved.